Event description:
On 22/oct/2025, it was reported that this patient on peritoneal dialysis (pd) was previously hospitalized on (B)(6) 2025 for peritonitis characterized by symptoms of nausea and vomiting. The nurse reported that during the hospitalization the patient had a pd culture obtained (date unknown) which had an elevated white blood cell (wbc) count (result not provided) and no organism growth. The patient was treated with vancomycin and cefepime (dose not provided) intra-peritoneal (ip) in the hospital. On (B)(6) 2025, the patient was discharged from the hospital continuing antibiotic therapy with ip cefepime at home (dose not provided). The patient continued pd therapy with the same cycler. The patient¿s nurse could not identify the etiology for peritonitis. However, the nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 22/oct/2025, it was reported that this patient on peritoneal dialysis (pd) was previously hospitalized on (B)(6) 2025 for peritonitis characterized by symptoms of nausea and vomiting. The nurse reported that during the hospitalization the patient had a pd culture obtained (date unknown) which had an elevated white blood cell (wbc) count (result not provided) and no organism growth. The patient was treated with vancomycin and cefepime (dose not provided) intra-peritoneal (ip) in the hospital. On (B)(6) 2025, the patient was discharged from the hospital continuing antibiotic therapy with ip cefepime at home (dose not provided). The patient continued pd therapy with the same cycler. The patient¿s nurse could not identify the etiology for peritonitis. However, the nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event.